Event description:
The product was used during an unspecified procedure on the femoral artery. Reportedly, four days post-operatively the suture knot came loose and bleeding was observed. The pt required a blood transfusion. A reoperation was performed to control the bleeding. The hosp has reported that the pt's status is satisfactory.